Event description:
Additional information indicated that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection. The device is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and sepsis. It was reported that the pocket was revised, and scar tissue was removed. The patient was treated with intravenous antibiotics, and the infection will continue to be monitored. There were no additional adverse effects reported. This crt-d remains in service.